Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant were not reported. It was reported 2 mos prior to the endovascular procedure the pt had presented to the ER with back pain and 1 time prior to that. After the endovascular procedure the pt had feeling to her legs, but was unable to move them. The next morning the pt was able to move her legs slightly and it was planned to send her to rehab in order to get her mobile again. An MRI was performed to aid in determining the cause of the event; however, the result of the MRI was not provided to medtronic. The pt was reported to have been discharged with 60% mobility.

Manufacturer narrative:
Evaluation codes, results and conclusion: lack of information (results of MRI not provided, unk cause of complication with leg movement). Inherent risk of procedure (central or peripheral nervous system impairment).